Manufacturer narrative:
D4-UDI:(B)(4). A product deficiency was not reported or found. Technical service provided the safety data sheet to the consumer. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single use; device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on 24dec2023. Per the consumer, the reagent solution splashed on her face and mouth. The consumer confirmed there was no serious injury or death due to the reagent exposure. The consumer did not mention any allergic reaction to the reagent solution.